Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the event logs showed a motor stall occurred on (B)(6) 2016 at 16:15 and showed a motor stall with recovery on (B)(6) 2016 at 16:45. No symptoms were reported. The event date was (B)(6) 2016. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) motor stall, critical alarm and pe (B)(4) kinked catheter, withdrawal.